Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients leads have been pulled out and been hurting for a month and a half. Boston scientific technical services (ts) referred patient to health care professional (hcp). This lead remains in service. No adverse patient effects were reported.